Manufacturer narrative:
The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for 7 days of the 14-day prescribed wear period. On day 1, the patient called in and reported the gateway had been rapid flashing orange from the square and triangle. Customer care conducted troubleshooting and confirmed that a green light was visible on the patch, indicating that it was recording properly. The patient was advised to continue wearing the patch as it was still recording. The account was contacted, and a replacement was requested. The investigation revealed that the gateway only made two cellular connections during the wear period. Irhythm became aware of the arrhythmia while preparing the final report and notified the hcp on day 17. The investigation concluded that the gateway recorded an unrecoverable error and stopped transmitting data. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements but was not transmitted during the wear period. The investigation concluded that the gateway recorded an unrecoverable error and stopped transmitting data. The healthcare provider (hcp) was immediately notified of the patient's arrhythmia and informed irhythm that the patient therapy. No adverse events, such as death or serious injury, are known to have occurred.